Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for post lumbar laminectomy syndrome, spinal pain, non-malignant pain, and other non-malignant pain. It was reported the patient had excruciating pain in the back, hip, legs, and feet. The patient noted she had "always had this pain," but it had gotten worse. The patient noted that the implantable neurostimulator (ins) was removed, but the leads were left in. The patient noted that she was told that they could not take the leads out because they were wrapped around her spine and it would mess up her back if they were removed. The patient was wondering if the leads being left in her body was what was causing her to have more pain. It was noted there was a progression of pain since the ins was removed. The patient noted that she had taken steroids, but that had not helped. Additional information received from a healthcare provider (hcp) reported that the patient complained of pain in the low back. The pain radiated into the bilateral lower extremities. The patient described the pain as aching, cramping, dull, shooting, stiffness, and throbbing. The patient had been experiencing this pain for more than 10 years and noted that the onset of the pain was gradual over time. The patient noted that her pain was constant. The pain was made worse by bending, twisting, turning, lifting, walking, going up stairs, going down stairs, lying flat, and prolonged sitting. Her pain got better with taking medications. Patient says, at its worse her pain is 9/10. At its least her pain is 5/10.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.